Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician as part of preventative maintenance. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. A low battery alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a low battery. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a low battery. No additional information is available.